Event description:
Pt called stating she had an adverse reaction to orthovisc inj 15mg/ml on (B)(6) 2014 on the first series of injection. Per pt she passed out, heart rate dropped, nausea, and vomiting. Per pt symptom of adr resolved after 24 hours informed pt will fill out an adr form. Route: intra-articular 2014. Frequency: once weekly. Diagnosis: 715.96. Abated: yes.